Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. However; the impactor was returned. Visual evaluation identified that the impactor was bent and damaged. The handle is bent, the strike plate is loose and bent and the impactor tip is cross threaded. The tray and bearing were not returned as they were used in the procedure. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# 405835; comprehensive impactor; lot# 431000 unknown bearing. Foreign report source: (B)(6). The product will not be returned to zimmer biomet for investigation as the product was implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04263. Remains implanted.

Event description:
It was reported that during a surgery, the bearing and the tray could not be fully engaged with the ringloc mechanism not being able to revert to the closed position. Subsequently, the surgeon began to hit (with excessive force) the bearing/tray impactor with a mallet in the hope that the ringloc mechanism would close. Eventually, the ringloc mechanism did close damaging the impactor. Attempts have been made and additional information on the reported event is unavailable at this time. No adverse events have been reported as a result of the malfunction.